Event description:
The customer reported that they did not connect the waste tubing to the waste container, causing reagents to leak on the ortho provue analyzer. The customer indicated that reagent contamination occurred as a result of this incident. Testing was aborted and all reagents were discarded. Fluid leak may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. The connections from the fluidics system wash / waste tubing were not connected properly. An ocd field engineer contacted the customer who indicated that the analyzer was performing as expected. Therefore, repairs were not needed to return the instrument to expected operation. The customer has not logged any similar complaints against this instrument since this incident.